Event description:
It was reported to vyaire medical that prior to placing 001262 - mask oxygen underchin ped 50/cs on the patient, staff identified a bug with some debris in the tubing. The customer confirmed that the event occurred pre-operatively, and no patient was involved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 based on the investigation carried out and per picture and physical sample received, reported defect is confirmed (bug inside the tube). However, proper pest controls were established indicating a monthly fumigation of external and internal installation of vyaire's plant. Fumigation certificates from nov 2019 and dec 2019 were reviewed, and no anomalies were found during that period of time. The device history record was reviewed, and no issues were found. Therefore, the root cause was undetermined.